Manufacturer narrative:
Pir 435472 (1 of 2).

Event description:
Customer alleged that part number 373025 - 2.5 kojo slit knife 45 bu safety (10/sp) was angled incorrectly. There was no report of injury to patient or user.